Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('these coils enter the cornua with the coil on the left aspect embedding into the surrounding myometrium') in an adult female patient who had essure (batch no. C22917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia, adenomyosis, adhesions nos postoperative, fibrosis, pelvic adhesions and endometriosis ablation. Previously administered products included for an unreported indication: dermabond. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia") and was found to have benign ovarian tumour ("benign neoplasm of left ovary"). The patient was treated with surgery (hysterectomy abdominal total with salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered benign ovarian tumour, embedded device, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils- right-7, left- 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: there is successful closure of the fallopian tubes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('these coils enter the cornua with the coil on the left aspect embedding into the surrounding myometrium') in an adult female patient who had essure (batch no. C22917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia, adenomyosis, adhesions nos postoperative, fibrosis, pelvic adhesions and endometriosis ablation. Previously administered products included for an unreported indication: dermabond. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia") and was found to have benign ovarian tumour ("benign neoplasm of left ovary"). The patient was treated with surgery (hysterectomy abdominal total with salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered benign ovarian tumour, embedded device, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils- right-7, left- 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is successful closure of the fallopian tubes. Batch no c22917 production date 2014-02-12 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.